Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure hst iii system (3.8mm) they had an issue with bleeding and it appeared the hole created by the aortic cutter was too big or too small. Attempts were made to achieve adequate hemostasis. No reported delays or additional blood transfusions. No patient effects and the same device was used to complete the case.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25161742, 25161829, and 25161131 the last 3 lots shipped to the account prior to the event/aware date. For the two lot #s, 25161742, 25161829. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For the lot # 25161131. The lot # 25161131 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [Ncmr #17370- moisture was observed in compressed air tubing in the bioline area of eptfe manufacturing. Condensation in air line(s) may be an indication that the air compressor, bmarm ID 00033-5, may not have been producing compressed air with a dew point less than or equal to +7 degrees c as required to satisfy the validation acceptance criteria per mcv00039604 compressed air distribution system oq/pq protocol, rev b, section 7.7.]. Based on the DHR/lhr review results, it was determined that there s no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4).